Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. The following information was provided by the initial reporter: "consumer reported finding one syringe with no needle on it. Stated she also noticed some syringes were difficult to remove the orange caps."

Manufacturer narrative:
Correction: the original awareness date was deemed a non-reportable incident. On 2021-02-05, the bd investigation identified the reportable defect. The following field has been updated: g.4. Date received by manufacturer: 2021-02-05.

Manufacturer narrative:
(B)(4). Investigation summary: customer returned 1 used 31gx6mm, 0.3ml bd insulin syringe from lot 9168934. Consumer reported finding 1 syringe with no needle on it. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. There were 2 notifications [200832054, 200831485] noted that did not pertain to the complaint. 05feb2021, holdrege received a photo complaint from material #324909 and lot #9168934; syringe 0.3ml 31g 6mm. Initial evaluation: examination of the photo indicates that the needle assembly unit was not attached to the printed barrel. There did not appear to be any damage to the tip of the barrel, core pin damage, or damage to the syringe. The shield was attached to the hub/cannula unit therefore no examination could be completed for damage or excessive adhesive to cause the shield to be difficult to remove. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 9168934 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. The syringes were assembled from 06aug2019 to 09aug2019. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every hour: needle assembly not fully seated or improperly seated on barrel tip: hub to barrel gap measurement (pin gauge used when deviation is suspected). Visual inspection every hour: missing component . Visual inspection every hour: damaged / defective components. Functional inspection every 2 hours: hub removal force. If a defect is found during an inspection a quality notification is initiated. Notifications and maintenance dispatch (l2l) was reviewed, and no quality notifications or dispatches were created from 06aug2019 to 09aug2019 that would cause the needle assembly unit to become unattached. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe. The following information was provided by the initial reporter: "consumer reported finding one syringe with no needle on it. Stated she also noticed some syringes were difficult to remove the orange caps."